Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) was post paced t-wave over-sensing (pptwos). The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Event description:
Additional information received indicated there were additional episodes of post paced t-wave over-sensing (pptwos) episodes on the implantable cardioverter defibrillator (ICD). Further information was requested but not received.